Manufacturer narrative:
H10: upon further review, it was identified that the product catalog number belongs to peripheral intervention (pi) - tempe business unit. Therefore, business unit for the complaint has been changed from vascular access devices (vad) - salt lake city to peripheral intervention (pi) - tempe. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one 6 fr powerline catheter were returned. Gross visual, microscopic visual and functional evaluation were performed on the returned device. The investigation is confirmed for the reported fracture and the identified leak issue as a circumferential split was noted in the extension tubing interface with the hub and the split surface appeared to be rough and exhibited cracks/fissures marks shows material fatigue. However, a leak was observed to emanate from the extension tubing when flushing the red hub. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that some time post catheter placement, the catheter allegedly had cracks on centerline. There was no reported patient injury.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported patient's central line had a crack. Patient traveled here to replace central line. No other information was provided.